Manufacturer narrative:
The device was evaluated and found to be within specification. Retained product was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the sixth staff member. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Another report was inadvertently submitted under this MFR report number. This follow-up is to correct that mistake with the acutal report that belongs under this MFR report number.

Event description:
While using a com-fit plush mask cfp-3, the masks are causing skin irritation to six staff members. There was no medical attention required for any of the staff members.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the device evaluation of a cavitron plus on (B)(6) 2018, the water system clogged up with debris and the sterimate was burned; no injury resulted.